Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 9 instances of battery cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 41 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 21 were found to be malfunctioning due to damaged battery caps, cracked battery compartments, moisture in the pump, battery caps were stuck, and stripped battery compartment threads. During investigation for unrelated complaints, there were 44 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 41 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-82 years of age and between 32 and 250 pounds. Of the reported patients, 15 were male, 25 were female, and 1 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of battery cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.